Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse). Per the fse, the problem reported by the customer was not an equipment error. The method of measurement with the simulator for the nibp parameter, being dynamic, is not recommended by philips for validation. The technology used to measure nibp values is static, ensuring the reliability of the measured values. If the validation basis used is dynamic, there will be inconsistencies in the values read by the simulator due to the calibration protocols of each manufacturer of the active ingredients used. The recommendation from philips, according to the service manual and the factory, is a static validation. Preventive static installation was performed along with verification; the equipment was okay with no faults and was released. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was related to the customer not using proper methods for validation. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: (B)(6).

Event description:
Philips received a complaint on the earlyvue vs30 indicating that during preventive maintenance and equipment calibration, a discrepancy was identified in the systolic and diastolic pressure values provided by the non-invasive pressure module (nibp). The measured values do not correspond to the expected parameters, indicating a possible inconsistency in the measurement. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.